Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated a lead impedance out of range alert and impedance trend on the rv (right ventricular) defibrillation coil was variable and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on the (B)(6) 2013 and 2013 (B)(6), 2013 (B)(6), and 2013 (B)(6). Maximum svc defibrillation coil active can impedance rises from an approximate baseline of 50 ohms the week ending 2013 (B)(6) and varies between 65 and greater than 250 ohms throughout the rest of the record. Maximum svc impedance rises from an approximate baseline of 60 ohms the week ending 2013 (B)(6) to greater than 250 ohms throughout the rest of the record.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.